Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did bleeding occur when the device did not staple? Yes. If yes, how was the bleeding controlled? Bleeding was controlled by applying a silk loop. If yes, how much blood was lost (ml)? Suction/irrigation was used to clear the operating field so blood loss could not be assessed. If yes, did the patient require a transfusion as a result of the device issue? No. Was there any tissue or ancillary device between the cutline and the distal tip of the device? No. Were any other disposables used during the firing (vessel clips, vessel loops, suture loops, etc.)? A vessel loop was used to traction the vessel in order to position the stapler. If so do you know the product code? No. On which firing did this event occur (1st, 2nd, 12th, etc.)? The event occurred during the third firing. The complaint form indicated this was a potential adverse event. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No patient consequence was reported, even 10 days post-op.

Event description:
It was reported that during a left lobectomy procedure, once activated the stapler followed all steps according to the IFU. During the opening of the device, the apical spinal artery resulted wide open with net edges on both sides without trace of mechanic suture. The tissue was taken with satinsky and treated with traditional suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # m55f0u. The analysis found that one pve35a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.